Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer observed an application error affecting culture workup workflow. Apparently, two plates intended to be retained by the customer were sent to waste by the application. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports that she found two plates in waste and would like to know why".

Event description:
It was reported that while using bd synapsys¿ the customer observed an application error affecting culture workup workflow. Apparently, two plates intended to be retained by the customer were sent to waste by the application. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports that she found two plates in waste and would like to know why"

Manufacturer narrative:
H.6 investigation summary: this was an isolated occurrence, with no further incidents were reported. This complaint was logged against synapsys material #444150, serial number (B)(6). During investigation, bd service personnel confirmed that two plates had been deleted, as reported. It was also confirmed via plate numbers that two new plates had been created to replace the two in waste prior to their deletion. Additionally, the two new plates show the start date/time of the old ones and appear as though they were imaged at the date/ time of the original two plates. Following investigation, it was unclear what triggered this action. Typically, this occurs if the user has manually defined that the plates are defective on the interface. It can also happen if the system in fa/sa mode encounters an error when trying to produce the plates. Although the exact cause of this situation could not be determined, this report is assessed as unconfirmed as there is no evidence of any synapsys quality issues. Complaints of this type were under statistical control for the month of february and no adverse trend is identified for reports of this type. Device history record review is not required for standalone software and its operation (or functionality) is confirmed at the time of installation. Reports will continue to be monitored. However, as there is no indication of any adverse trend for reports of this type, no additional action is currently indicated. H3 other text : see h.10.